Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that an intra-aortic balloon pump (iabp) had a display error. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
It was reported that an intra-aortic balloon pump (iabp) had a display error. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported. The device is released for clinical use. There was no other information regarding this complaint and attached service order is related to ECG trigger / signal - difficult to obtain / malfunction and it is addressed in tw (B)(4). Hense this record will be closed and will be reopened when a new information is available.